Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery or battery out limit alarms noted. The unit also was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads, and severely scratched display window.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and the display screen is frozen. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but had been in a backpack while they were in pool. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 65 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.